Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation is limited to the info provided, as the lot number required to review the device history records were not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address pain.